Manufacturer narrative:
Occupation: non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient's device was inactive. The device wasn't working (B)(6) of 2015/2016. The healthcare professional (hcp) was contacted, who said they don't need to do anything. It was unsure if the device battery life just ended, that's why it stooped working. There were no further complications or anticipations reported with this event.